Manufacturer narrative:
Exemption number e2016032. (B)(4). Name and address for importer site: (B)(4). Summary of investigational findings: investigation is based on event description and image review. Celect-pt was placed in an infrarenal location without evidence of significant tilt or immediate perforation. Follow-up ap and lateral x-ray demonstrates no evidence of significant tilt on the ap projection; however, on the lateral projection there is 16° of anterior tilt present relative to the anterior margins of the vertebral bodies, but considering CT scan, venographic measurements, and axial images the true anterior tilt of the ivc filter relative to the center line of the ivc measures ~ 3.5°, which is an insignificant value. Tilt should be measured in reference to the longitudinal axis of the ivc. It is noted that the patient remained in the study. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Manufacturer narrative:
(B)(4). Catalog# igtcfs-65-2-uni-celect-pt. Similar to device under 510(k) k090140. (B)(4). Investigation is still in progress.

Event description:
Description of event according to study: (B)(6): filter tilt =16 degrees. At the index procedure on (B)(6) 2016, the patient received a celect filter. Primary reason for filter placement was no venous thromboembolism (vte) present, but at risk due to prior history of vte. The inferior vena cava (ivc) diameter at the intended filter location was 24.0 mm. There was no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. Using the right common femoral vein as the access site, a celect® filter was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pulmonary embolism (pe). The filter neither deployed prematurely nor did the filter jump upon deployment. There was no evidence of filter fracture, deformation, or migration. Filter tilt was 6 - < 11 degrees. There was no extravasation of contrast or filter legs appearing outside the column of contrast after placement. On (B)(6) 2016 (same day as procedure), the post-procedure x-ray was completed and revealed no evidence of filter fracture, embolization, or migration. Filter tilt was < 6 degrees. On (B)(6) 2017 (77 days post-procedure), the filter was endovascularly retrieved via the right jugular vein without difficulty. On the same day, the pre-retrieval x-ray was performed and revealed no evidence of filter fracture, embolization, or migration. Filter tilt was 6 - < 11 degrees. Analysis revealed no evidence of filter fracture, deformation, embolization, or migration. The angle filter tilt in the ap view was 4.0 degrees and 16 degrees in the lat view. Patient outcome: the patient remains in the study.